Event description:
The customer reported on a tiny fragment from the port seal that came away into the solution of the clinimacso pbs/edta buffer il bag, ce after spiking with a sample site coupler. The customer wasted the affected buffer bag and used a new one for performing the cell separation. Therefore any risk for patients can be ruled out. The day of the event is not known.